Event description:
The pt presented in 2004 with symptoms of withdrawal including pain. A dye study was performed which showed the tubing intact. At the pump refill there was an appropriate amount of medication. There was no pump volume discrepancy. An MRI was done to rule-out a granuloma. The pt is reported to have recovered without sequela.